Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained oversensing. No programming changes were made. The patient was stable, and will continue to be monitored.

Event description:
New information suggests that the implantable cardioverter-defibrillator exhibited oversensed noise which led to pacing inhibition.